Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. A root cause could not be determined. A follow up to the contact to retrieve the customer's contact information was made by tandem technical support however the contact did not respond. No additional patient or event information was available.